Event description:
Healthcare professional reports 5 minutes after initiation of pt treatment, the pt's blood pressure was noted to drop 30mm/hg. The dialysis treatment was stopped at this time. The dialyzer and blood lines were discarded and the treatment resumed with new disposables. Estimated blood loss = 250cc. No medical intervention or pt injury was reported by the healthcare professional. The healthcare professional reports that the dialyzer was reprocessed (reuse # unk) with glutaraldahyde and this is thought to have caused the pt reaction reported. The healthcare professional reports that the dialyzer was primed per the instruction sheet and that a presence check was performed at the initiation of the pt treatment and found to be within normal limits.